Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, a piece of the jaw detached when manipulating tissue within the patient abdomen. The component was removed from the patient. No patient injury occurred or medical intervention was required.